Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the circumflex coronary artery with moderate calcification and 80% stenosis. The lesion was pre-dilated with a semi-compliant balloon and the 2.7x33 mm xience skypoint stent delivery system (sds) was advanced to the lesion. The stent was inflated but there was difficulty in deflating the balloon. After several attempts it was deflated and removed and the stent was implanted in place. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported deflation problem could not be determined. Factors that may contribute to deflation problems include, but are not limited to, deflation technique, contrast concentration, contamination in the inflation lumen, damage to the guide wire and/or inflation lumen. Additional follow up with the account reported that negative pressure was held for 20 seconds. In this case, it is possible that procedural/deflation technique may have contributed to the reported deflation problem; however, based on the information provided and without the device to examine, this cannot be confirmed. After several attempts it was deflated and removed, and the stent was implanted in place. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: model # correction from unk xience skypoint to 1800275-33. D4: catalog # correction from unk xience skypoint to 1800275-33. D4: lot# correction: from unknown to 4082041. D4: primary UDI number correction: from unknown to (B)(4).

Event description:
Subsequent to the initially filed report it was reported that the device was inflated once to 16 atmospheres and 20 seconds was held negative for deflation. The device partially deflated and was deflated and removed after several attempts. There were no adverse patient effects. No additional information was provided.